Event description:
It was reported that the customer's personal profiles were missing. Customer updated their settings to address the event. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.